Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, frequency analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of a leak near the connector is confirmed, and the cause is determined to be use-related. The device returned was one 4 fr s/l groshong nxt PICC. Visual observation of the returned PICC found the printing on the sleeve and extension leg was worn partially away. Functional testing found, during infusion, spraying leaks from two holes in the oversleeve at about the same horizontal distance along the catheter as well as leaking out from underneath the oversleeve. Microscopic evaluation found the two holes in the oversleeve at the connector and also corresponding holes underneath in the clear/blue tubing. The pairs of holes were nearly opposite each other and more or less mirror images to each other with respect to the angle made to the axis of the catheter. The holes occurred just proximal to the distal tip of the red connector. The holes appeared uneven and sometimes rough. One hole in the sleeve appeared to show external compression damage at one corner. This damage, also considering that device was in the patient about a month and a half before the complaint event occurred, is consistent with damage incurred during use. Specifically, the catheter appears to have been compressed by an instrument outside the device against the stem of the connector. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported that fluid leakage from the catheter connector had been observed. No other information was provided. No patient harm was reported.

Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported that fluid leakage from the catheter connector had been observed. No other information was provided. No patient harm was reported.